Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a driveline communication fault advisory alarm was confirmed via the submitted log file. The submitted event log file contained approximately 10 hours of data on 02aug2021, and the driveline communication fault alarm was active through the entire event log file. The submitted periodic log file showed the driveline communication fault alarm first activating on 01aug2021. Pump operation was not affected, as the pump maintained speed above the expected parameters for the low speed limit. The returned modular cable (lot number: 6444485) was connected to the test system controller and a test pump. It successfully operated the test pump without any issues or atypical alarms produced, including when the modular cable was manipulated by hand. The integrity of the wires in the returned modular cable was then tested, and the cable passed testing without any issues. The returned modular cable (lot number: 6444485) functioned as intended during analysis. The reported driveline communication faults were not reproduced during this investigation. The root cause of the reported event could not be conclusively determined through this analysis. Heartmate 3 instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (auditory and visual), including driveline communication fault alarms and the actions to take if the issue does not resolve. These sections also contain a subsection entitled "what not to do: driveline and cables", which explicitly cautions the user not to twist, kink, or sharply bend the driveline. Heartmate 3 patient handbook section 4 ¿ ¿living with the heartmate 3¿ explains how to properly care for the driveline and states, ¿keep your driveline clean. Wipe off any dirt or grime. If the driveline gets dirty, use a towel with mild dish soap and warm water to gently clean it. Never submerge the driveline or other system components in water or liquid¿. Heartmate 3 patient handbook section 10 ¿ ¿safety checklists¿ provides checklists to assist the patient in performing routine maintenance of heartmate 3 lvad, including inspecting the driveline cable for signs of damage. This section also informs the user to replace any equipment or system component that appears damaged or worn. The heartmate 3 patient handbook and the heartmate 3 instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed (shop order #s: 53091265) and the records revealed the heartmate iii modular cable (lot #: 6444485) was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 vad modular cabler (lot #: 6444485) was shipped to the customer on 29nov2018. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had a driveline communication fault advisory alarm. The patient's modular cable and controller were exchanged. Related MFR # 2916596-2021-04390